Event description:
Was informed that pt had a hematoma approx two weeks postoperative. Surgeon first attempted to needle aspirate the hematoma and applied pressure dressing. The hematoma recurred. At that time, the pt was taken to the operating room and the wound was exposed and a large hematoma was drained. A pressure dressing was reapplied. A smaller hematoma recurred and was drained in the office where a bolster pressure dressing was sutured in place. The implant site is now healed and pt is to be fit with sound processor.